Manufacturer narrative:
The insulin pump was received with cracked end cap. Unable to perform basic occlusion test, prime test, excessive no delivery test and occlusion test due to cracked end cap. The insulin pump had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 358 mg/dl. Customer treated their blood glucose with an alternate insulin pump. It was also found the customer was feeling lethargic and had high blood pressure from their high blood glucose. Troubleshooting was not completed as the customer declined the high pressure test. The customer also declined to check for the presence of leaks and air bubbles. The customer agreed to return the insulin pump for analysis.